Event description:
On (B)(6) 2018, I had a 3 day ambulatory eeg placed on me as scheduled at a neurology office I have visited - (B)(6). Upon having the electrodes glued on me, I felt a throbbing sensation and a bit of an itch and a slight pain, but was told that was normal. The throb was not a painful, just a throbbing sensation. Throughout the weekend, my head itched and had some slight pain, but that was about it. Today, ((B)(6) 2018), I went into the dr's office and they removed the eeg electrodes and they were stunned at what appeared to be a serious allergic reaction. Very nasty, red, serious looking marks all over my forehead and the top of my head - very serious looking and quite unsightly. They stated that they believed this could have only been caused by the glue or paste that was used to attach the electrodes two techs in this office and both stated they have seen allergic reactions to these type of situations before, but never one that looked as bad as mine. I have not gone to a dr yet, although I did request the neurologist at that dr's office to at least look at it, but the tech called me back and stated that the neurologist said to take benadryl and if it got worse to go to a primary care doctor. Obviously ec2 caused this allergic reaction, but I am unable to find out what the ingredients are.